Event description:
It was reported that a patient presented remotely via merlin. Net, the insertable cardiac monitor exhibited under sensing noted on the pause episode. No intervention or procedure was reported. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin. Net, the insertable cardiac monitor exhibited under sensing noted on the pause episode. No intervention or procedure was reported. No patient condition was reported.